Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in the service order from (B)(6) that the oscillating saw attachment device was leaking oil. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the mechanics were dirty, oily, corroded and worn out. It was also observed that the device failed the following pre-tests: general condition and verify if secured with pin. Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.